Event description:
The customer reported a 35 volt failure. No patient harm reported. Patient information requested.

Manufacturer narrative:
This reported failure was caused by a shorted cap c202 on the mc board. Replacement of c202 corrected the failure with this mc board. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This reported failure was caused by a shorted cap c202 on the mc board. Replacement of c202 corrected the failure with this mc board.